Event description:
It was reported that during a cholecystectomy, the clips were released accrossed. Case completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.